Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead dislodged, which caused pericardial effusion. Additionally, high capture threshold values were observed. A revision procedure was performed to reposition the lead. No additional adverse patient effects were reported. This lead remains implanted and in service.